Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a proctectomy on (B)(6) 2017 and suture was used. When the staff opened the package, they found that the suture had been caught at the sealed area of the package. There were no adverse consequences to the patient.